Event description:
Customer stated a bravo capsule failed to attach. The doctor was in the process of placing the bravo capsule, but it failed to release from the delivery system.

Manufacturer narrative:
No patient injury has occurred following this incident.